Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was rewinding multiple times, the transmitter does not always send readings to the pump and received a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-7841zn.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected low batt test alarm noted during testing. However, the unit received pump error 38 during rewind. After further review, the motor was unable to turn due to corroded motor home switch . Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to pump error 38 during rewind. Pump¿s history and trace files downloaded successfully using thump software. [On adapt, no relevant alarms were noted] the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. In conclusion, unit passed all required tests and low batt test alarms not confirmed. However, pump error 38, alarms during rewind due to corroded motor home switch were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.